Event description:
Info rec'd indicates that pump turns on and looks like it is working but it does not pump anything out. Customer stated that there was a pt involved, but that there were no injuries.

Manufacturer narrative:
All alarms have been checked and work properly (no flow in, no flow out, load set, no food and shut door alarm). Alarm dose down works correctly. Pump works on battery power and on ac adapter power as well. Pump was tested for accuracy several times, using water. Pump delivered amount within specification ((B)(4)). Complaint could not be confirmed.